Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of the index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? 9. Was the surgicel product left in place? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Was any additional surgical or medical intervention been performed after the abscess was removed? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. There was an abscess on the site where the absorbable hemostat was used. The doctor did not irrigate the absorbable hemostat as advised. The surgeon believes the absorbable hemostat caused the abscess. The physician had to bring the patient back to the theatre to remove the abscess. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3. Gender, a 4. Weight of the patient, a 4. Weight unit. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Gender - female, age 51, weight 69kg. 2. What was the date of the index surgical procedure? On (B)(6) 2022. 3. What were the diagnosis and indication for the index surgical procedure? Lap hysterectomy and endometriosiss. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Allergies unknown. 5. Was there any intraoperative concurrent use of other products? Yes. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Was for hemostasis. 7. Where was the surgicel used (on what tissue)? Pelvic area. 8. How much surgicel was used during the procedure? The whole 3 grams. 9. Was the surgicel product left in place? No. 10. What were current symptoms following the index surgical procedure? Onset date? The doctor said it formed an abscess. 11. Were cultures performed? If yes, results? Not known. 12. Was any additional surgical or medical intervention been performed after the abscess was removed? None, only a washout. 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? No, the doctor did not irrigate the surgicel after application. 14. What is the patient¿s current status? Stable. 15. What is the users experience w/ surgical powder and other hemostatic agents? It was her first use, and the patient was the second on the list. On the first patient doctor applied the surgicel powder correctly, the particular patient was the second on the list. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.